Event description:
The following has been reported: biomed reported: "red alarm, won't shut off, stuck in reboot cycle, screen image defects. Pump have not been in fleet use yet and problems were discovered while updating software and maintaining power levels while being stored. No infusion testing has been done. A preliminary review identified the following issue: electrical hardware failure (12v). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to 12v electrical hardware failure. When powered on, the unit did not finish its normal self checks before turning itself on and off. The unit was opened and it was found the air compressor cable was pinched through between the handle and rear housing, leaving an exposed wire to touch the handle. The electrical short was cleared and the errors resolved. The air compressor was still failing due to a cut wire. No other damage was identified.